Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the generator confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported by the hospital that the vns patient underwent generator replacement surgery due to battery depletion on (B)(6) 2013. The explanted generator was returned to the manufacturer on (B)(4) 2013 and analysis was completed on (B)(4) 2014. Of the generator showed that the pulse generator performed according to functional specifications, with the exception of the backup cap pos to can, backup cap neg to can, and waveshape pulse overshoot tests. The most probable root cause for the backup cap pos to can, backup cap neg to can, and waveshape pulse overshoot tests was identified to be an open capacitor in which manipulation of the feed-thru wires may have been a contributing factor. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.